Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was placed on an anticoagulation medication regimen that included aspirin. 42 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed a small device related thrombus (drt) on the face of the closure device. A 3mm peri-closure device leak was observed. The physicians changed the anticoagulation medication regimens in response to the drt, and the patient was sent home. No further interventions or patient complications were reported.